Event description:
It was reported that the customer was exposed to a magnetic resonance tomography while wearing the insulin pump. It was stated that the insulin pump delivered 100.0 units of insulin. Then the customer was hospitalized due to low blood glucose and treated with an insulin drip. Further testing could not be performed because the insulin pump stuck on rewind mode. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.